Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the device extruded subsequent to recurrent infection at the implant site, commencing march 2015 (day not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed may 6, 2016.